Event description:
Upon explant it was observed that a whisper guidewire had broken off at the time of original implant and was left inside the lead. It was indicated that this most likely contributed to lead malfunction. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).